Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen went blank. Customer is calling back after receiving a new battery cap. The customer's blood glucose reading was 74 mg/dl at the time of incident. Troubleshooting found that the new battery cap does not resolve the issue of the blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected failed battery test or reset error alarm was noted. The insulin pump was monitored for several days and no blank display anomaly was noted.